Event description:
It was reported that faradrive steerable sheath clear selected for use. During insertion, visible bubbles appeared on aspiration when air is introduced into the sheath. Fluid leak was also observed. Patient was full recovered. The procedure was completed successfully by using different device, same model. No patient complications were reported. The device is not expected to return as disposed. Further, the faradrive steerable sheath clear has been received at boston scientific's post market laboratory.

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath clear was visually inspected and observed to have cracks in the stopcock. Next, microscope inspection has confirmed cracks on the side of the sheath inflow port, resulting in leakage and air ingress through the 3-way stopcock. Finally, during a leakage test, the attempt to pressurize the sheath with deionized water to prepare for leak performance testing was unsuccessful as the cracks in the stopcock compromised the sheath's ability to seal pressure and fluid. Therefore, the reported allegations of leak and visible air/bubbles were confirmed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for use. During insertion, visible bubbles appeared on aspiration when air is introduced into the sheath. Fluid leak was also observed. Patient was full recovered. The procedure was completed successfully by using different device, same model. No patient complications were reported. The device is not expected to return as disposed.